Event description:
The event was described as the physician was embolizing a very small, distal, tortuous vessel and had to spin (torque) more often than normal to get further distal. The hypotube broke off in the patient and stayed in the coil madd. The physician noted they were not concerned due to the intial plan to embolize. They removed the wire that broke distally and opened a new wire without issue. There was no harm to the patient.

Manufacturer narrative:
From the review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirms the lot met the releasing criteria.